Event description:
"Tip of cannula is too hard and the length of the hardened cannula tip is too wide." (B)(4).

Manufacturer narrative:
(B)(6) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary ag 76437 rastatt, germany. The cannula exhibited limited flexibility. A failure analysis was conducted and confirmed that this was due to the hardened tip of the cannula being too long. There was no pt injury reported. After investigation, it was determined that as a result of an isolated mfg issue related to human error, two batches of pediatric cannula may contain an issue with the length of ths hardened tip. Devices from the one batch of affected products which were distributed in the us are being recalled.